Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of the freestyle libre sensor. A customer reported that on 19-apr-2020, she received a sensor reading of 17.9 mmol/l but no comparative reading was reported. The customer self-treated with insulin (dose unknown) and an hour after self-treatment, a sensor reading of 4.3 mmol/l was received compared to an unspecified device reading of 11.2 mmol/l. The customer self-treated again with "sweet water and jam" but ¿felt bad¿ therefore, she contacted an ambulance. Upon the ambulance arrival; an unspecified reading was obtained on the hcp meter with a difference of 8.0 mmol/l between sensor reading and their meter, customer was administered with an unspecified infusion drip as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the freestyle libre sensor. A customer reported that on (B)(6) 2020, she received a sensor reading of 17.9 mmol/l but no comparative reading was reported. The customer self-treated with insulin (dose unknown) and an hour after self-treatment, a sensor reading of 4.3 mmol/l was received compared to an unspecified device reading of 11.2 mmol/l. The customer self-treated again with "sweet water and jam" but ¿felt bad¿ therefore, she contacted an ambulance. Upon the ambulance arrival; an unspecified reading was obtained on the hcp meter with a difference of 8.0 mmol/l between sensor reading and their meter, customer was administered with an unspecified infusion drip as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was returned and seated properly in mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Linearity test was performed, and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A low reading issue was reported with the use of the freestyle libre sensor. A customer reported that on (B)(6) 2020, she received a sensor reading of 17.9 mmol/l but no comparative reading was reported. The customer self-treated with insulin (dose unknown) and an hour after self-treatment, a sensor reading of 4.3 mmol/l was received compared to an unspecified device reading of 11.2 mmol/l. The customer self-treated again with "sweet water and jam" but ¿felt bad¿ therefore, she contacted an ambulance. Upon the ambulance arrival; an unspecified reading was obtained on the hcp meter with a difference of 8.0 mmol/l between sensor reading and their meter, customer was administered with an unspecified infusion drip as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.